Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent a surgical procedure on (B)(6) 2007 for excision of mesh. It was also reported that he patient underwent a surgical procedure on (B)(6) 2010 for anterior and posterior repair, enterocele, vaginal vault suspension, sling, cystoscopy and aris mesh.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2007 due to extruded and infected vaginal mesh. (B)(4).

Manufacturer narrative:
It was reported that patient underwent pubovaginal repair using cadaveric fascia latae on (B)(6) 2010 by dr. (B)(6) due to prolapse and incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.